Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the personal therapy manager (ptm) used with an implantable drug infusion device. The drug being delivered was morphine (unknown) with an unknown concentration and a dosage of 1 mg/day. The reason for use was non-malignant pain and failed back surgery syndrome. It was reported that there was a poor communication icon on the ptm. The patient would intermittently get the poor communication screen. Sometimes it would take many attempts to get the ptm to communicate with the pump and deliver a bolus. This issue started ¿about a month or so ago¿ prior to the call date of(B)(6) 2017. On the morning of the call date, the ptm delivered the bolus at about 7:30am. There was no troubleshooting performed prior to the call. Troubleshooting performed during the call consisted of attempting communication with and without the pump. The ptm/antenna was placed over the pump, and was not moved from the pump site until the ptm stopped beeping. They were also moved away from electromagnetic interference (emi). While on the call, the caller was not able to connect to the pump with or without the antenna. The ptm was not operating as expected. One time, on (B)(6) 2017, there had been the ¿0617¿ error code on the ptm. It was also reported that there was an issue with the refill on (B)(6) 2017. The patient went to have the pump refilled but they didn¿t do a refill because half of the medication was still in there and they did not want to waste the medication. The refill was rescheduled, ¿they are waiting a day.¿ the caller also reported that the connector pin on the antenna was not loose or bent, but when they plug in the antenna it feels loose in the antenna hole. ¿like the connector pin does not fit in the hole right.¿ there was no out of box failure reported and there was no medical/therapy problem related to the ptm. There were no symptoms reported. There were no further complications reported/anticipated. The caller was transferred to the repair department.